Event description:
It is alleged person turned on key and unit took off resulting in injury to left leg, knee, and shoulder. Unit was manufactured 7 years ago. Co found no history of previous service problems on unit. It is alleged that the throttle pot malfunctioned. State of the art controller on unit prevents unit from taking off when you turn on key. Manual states not to ride unit if working improperly.